Event description:
It was reported that during use of this shaver handpiece in a shoulder arthroscopy, the pt received a burn to the shoulder that resulted in a blister the size of 1cm x 4cm. This was noted after the surgical procedure and ointment was applied to the affected area along with the surgical dressing. The pt is reported to be doing fine at this time.

Manufacturer narrative:
To date, the product has not been received for investigation. If the product is received, a follow up report will be sent.